Manufacturer narrative:
No blank display noted. However, device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, a21 error, self test, displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery tests due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 800 mg/dl. The customer¿s other blood glucose value was 536 mg/dl and 300 mg/dl. The customer also reported that insulin pump had motor error alarm and blank display. Customer reported that the drive support cap appears normal and able to clear the alarm and able to complete rewind. Customer also stated the display returned. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.